Manufacturer narrative:
Per field representative's reply, this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a physical damage in the insulation and lead body. It was reported that the scrub tech was attempting to backload the lead and the wire pierced the lead body near the tip. Additional information obtained from the field representative indicated that the conductor was not exposed. This lv lead was never in service. No adverse patient effects were reported.